Event description:
Ventilator began rapid cycling. Malfunction alarm. O2 module found defective. During extended testing after repair by siemens rep., unit had pft failure code that could not be reset. Replacement of defective pc1608 corrected this problem. Unit retested and performed within all specs. This is second failure (per facility history log) in 09/2001 for this unit. Rapid cycle problem first reported to inhouse biomed in 06/2001 and could not be reproduced. No pt injury occurred.